Event description:
It was reported that the programmer, newly received back from service, was shutting down as soon as the radiofrequency programmer head was plugged into it. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm nor replicate the customer experience of the unit shutting down as soon as the radiofrequency (rf) programmer head was plugged into it, the unit operated correctly even when left on for 24 hours. A known good rf head was used and the customer experience was unable to be replicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.